Event description:
On (B)(6)2024, the customer contacted cepheid to report and ask how to interpret a noisy/abnormal cycle threshold (CT) curve with xpert CT/ng. They reported that they had received a test result where the instrument interpreted CT as positive with a CT value of 17.8. When analysing the curve, it appeared abnormal but was interpreted by the instrument as positive. On (B)(6)2024, the customer collected a urine sample in a cobas tube from a patient according to the package insert (pi). The sample was stored at room temperature and tested on (B)(6)2024, with the roche cobas 8800. The result obtained was CT (chlamydia trachomatis) negative; ng (neisseria gonorrhoeae) positive. These results were reported to the physician. The same sample was then retested on (B)(6)2024 with xpert CT/ng (lot 36107) on the genexpert platform, according to the pi. The result obtained was CT positive, ng positive. This result was not reported to the physician and no repeat test was done. The patient was not diagnosed with chlamydia at the time of sampling. He was CT positive in july and then negative for both CT and ng in september. There was no impact on the patient due to the discrepancy, as the sample was interpreted as CT negative. It is unknown if the patient was on any medications.

Manufacturer narrative:
In section b1 'product problem' and section h3, 'malfunction' were selected as these sections are required for submission. However, there is not enough information at this time to make a determination. Investigation is currently ongoing.

Manufacturer narrative:
Patient history and impact: the patient had a history of testing CT positive in (B)(6) 2024 and negative for both CT and ng in (B)(6) 2024. Only the roche cobas result was reported to the physician, and no repeat test was performed: there was no impact on the patient due to the discrepancy. Review of testing conditions and results: there were noisy curves on the CT results with xpert CT/ng. The use of off-label collection media (cobas tube) could have contributed to those noisy curves observed. This case does not meet the criteria for reportability as xpert CT/ng has not been used in accordance with the instructions for use (off-label collection media) and there was impact on the patient's health due to this discrepant result. Section h6 coding has been updated accordingly.